Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the overlay tubing of the lead became extrinsically distorted due to kinking/buckling, the overlay tubing of the lead was observed to have blood ingression, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching; full lead returned and analyzed.

Event description:
It was reported that during implant, the left ventricular (lv) lead had placement difficulty due to phrenic nerve stimulation and dislodgement. After the second placement attempt, it was difficult to fixate the lead another time and the implanter had to use a lot of push-force in order to deploy the lobes. After that, it was experienced that the lead is-1 connector was lengthened. It was noted that during the implant that nothing was done that was not per the labeling implant procedure. When the lv lead was implanted, the measurements were not satisfying so the lv lead was removed and another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).